Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for sterilization; the lot number used was b09708. It was reported that upon hsg (hysterosalpingogram) examination, the coils were located in her pelvis. Although the event was ongoing, the patient was doing fine; there are no problems with her. At time of the report, as physician knowledge, essure were continued. Follow-up received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). The ptc investigation result was provided. Final assessment: manufacturing date: 3/2013. Expiration date: 3/2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. Four further ae case reports have been received to date in relation to the reported batch, but none of them refer to a similar adverse type of event. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received from physician on (B)(6) 2015. Case was upgrade to incident. Patient's initials were updated. The patient's weight was (B)(6) and height was (B)(6). The patient's medical history included 3 pregnancies, 3 parities and one c-section. Previous gynecological intervention was denied. On (B)(6) 2014, essure was inserted in a post-partum state (7 weeks and 2 days), but not after a c-section as last delivery. She was breastfeeding at time of procedure. Prior insertion, nothing abnormal was seen in uterus. A cervical dilation was done. The insertion and visualization of tubal os were easy. The fluid loss was less than 1500cc and the time of procedure did not take more than 20 minutes. The patient did not have any complain immediately after insertion. On (B)(6) 2014, hysteroscopy and essure confirmation test (hsg) done were done and showed bilateral essure device in pelvis; tubal occlusion was not confirmed. Any organ or intra-abdominal structure was perforated. Patient presented without symptoms. Second confirmation test was not done. On (B)(6) 2015, laparoscopy/tubal ligation were done and only one essure was found (essure was intact). Physician was unable to locate second device. Uterus, tubes and ovaries were wnl (interpreted as within normal limits). Bilateral salpingectomy was performed, for sterility purpose. According to physician, it was not medically necessary to remove essure; device was removed because of patient request. Ptc investigation result received on (B)(6) 2015. Ptc assessment updated without major changes. Follow-up received on (B)(4) 2015: patient's date of birth and initials were updated. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that upon hsg (hysterosalpingogram) examination, the coils were located in her pelvis. This event is serious due to medical importance and listed in the reference safety information for essure. Although not reported as such, the most likely mechanism for the coils to be found in the pelvis, would be through a uterine/fallopian tube perforation. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, the exact date and the mechanism of dislocation are not known. Based on the information provided, a causal relationship between this event and suspect insert cannot be excluded. Initially, no intervention neither hospitalization was informed, however; after receipt of follow up information, in which it was reported the patient underwent bilateral salpingectomy, the case was upgraded to incident. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.